Manufacturer narrative:
Eval summary: circumstances with the use of the device contributed to the malfunction and the likelihood of recurrence in normal pt use is low. Patients are provided with the pt instructions and button press log for cardiac event diary entries and instructions to press the event button on the monitor to capture symptomatic events. Evidence of the ECG record identified 196 button presses by the pt indicating compliance to the instructions for use and using the device as intended in their home environment. The pt went to the hosp due to their symptomatic event. Under their physician's care, neither the pt nor the healthcare provider recorded the reported sinus pause in the pt diary booklet or pressed the event button to mark the ECG recording to provide a symptom rhythm correlation as instructed in the labeling and system design. Either a diary entry or button press would have brought heightened review to the region of the ECG recording.

Event description:
Under physician are, the pt experienced a sinus pause. The pt received treatment as a result of the event. The sinus pause was caused by the patient's underlying health condition. The pt was wearing the device at the time of the event. The ECG report provided to the clinician did not identify the sinus pause. The ECG report was correct.